Event description:
During bone cement setting (2-3 minutes) the pt's pulse and blood pressure dropped suddenly. After 2 hours and 20 minutes of surgery. The pt died by cardiac infarction on that same day.